Event description:
The hosp reported that during an off procedure the foot on the stabilizer broke off between the junction of the arm and foot. A second stabilizer was used to complete the procedure. No pt complications were reported by the hosp. Failure analysis performed in 2004 on the returned device shows the foot broke into multiple pieces. This is a reportable malfunction.